Event description:
A customer contacted beckman coulter inc. (Bci) stating the closed tube aliquotter (cta) of the unicel dxc 600i synchron access clinical system had a leak underneath the wash station. The customer observed crystal buildup and could see liquid flowing when probe was primed. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) was on-site and replaced the peri-pump tubing and verified instrument performance. The issue has been resolved.